Event description:
It was reported that during implant, poor sensing was observed after an induction testing was performed. The device was not used.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included . The reported field event of sensing anomaly was confirmed via reviewing the stored egm. The device was tested on the bench, visual inspection, and using automated test equipment and no anomalies were observed. The cause of changing in the r wave amplitude was suspected to be due to lead and device connection issue.